Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an unknown alarm during treatment. The alarm was unable to be cleared and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler. There was no reported symptoms, adverse events, injuries, or medical intervention required as a result of the reported event. Additional information was requested but not received.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. No product was found during the manufacturing review. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was unable to be performed as no lot numbers were identified. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Additional information was received from email from the peritoneal dialysis registered nurse (pdrn). The pdrn stated that the fluid leak occurred during the patient's second fill. The pdrn confirmed there was fluid in the cycler door. The patient was not able to complete treatment the night of the reported event but was able to perform a manual fill the following morning. There were no symptoms, injuries, or medical intervention required for the reported event. The cassette was not available for evaluation.